Event description:
Device malfunction: needle-to-cuff miss (device 1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device# 2 - proglide (part# 12673-03; lot# unk), is being filed under a separate medwatch report.